Event description:
One patient with free t3 results that do not fit with clinical picture and are discrepant when compared to repeat results from a different analyzer. Initial free t3 gave > 32.55 pg/ml (> 50 pmol/l), repeat on different analyzer gave 3.69 ng/l (5.67 pmol/l). No information provided to determine if erroneous results were reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.